Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2010 and met specifications. The bed was placed with the patient on (B)(6) 2011. Kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction of the bed was the dc motor controller that controls the rotation motor. The exact nature or cause of the malfunction with the dc motor controller was indeterminate. Device labeling, available in print and online, states if patient is prone-dependent: do not attempt to manually rotate the patient surface from supine to prone. Unit is not designed to allow manual rotation of the rotoprone frame to the prone position. Ensure patient surface is at zero degrees supine and lock pin is fully inserted. Unbuckle and stow proning packs; remove side supports; open head support. Place patient in prone position on rotoprone patient surface following facility patient handling and manual proning protocols, or transfer patient to alternate surface and place in prone position. Follow all applicable safety rules and institution protocols for transfer and manual proning.

Event description:
On (B)(6) 2011, the nurse reported that the rotoprone would not rotate to prone. Several unsuccessful attempts were made to obtain further information. Details of the incident were not available. There was no reported injury.